Event description:
Philips received a complaint by the customer on the v60, indicating that there was an oxygen delivery error. The device was in use on a patient at the time the reported issue was discovered. The device was swapped out with a different device. The v60 was providing therapy to a patient with the respiratory syncytial (rs) virus. The v60 had experienced an error message during therapy: "o2 delivery problem." The patient suffered from hypoxia as a result of the device malfunction from error message "o2 delivery problem." The clinical assessment of the event concluded the patient experienced hypoxia which can be considered life-threatening. This reported harm classifies as a serious injury. The error message "o2 delivery problem" indicates a failure of the device to operate as intended. The oxygen delivery error contributed to the patient's injury. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. A field service engineer (fse) went onsite and confirmed diagnostic code 1111 - oxygen device failed. The fse then replaced o2 solenoid valve to resolve the issue. The fse replaced o2 solenoid valve to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).